Event description:
Reported as a leakage in the device with no revision surgery scheduled.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date and the serial number provided by the rptr, the connector type is assumed to be a taper ii. The rptr was asked to return the product for analysis once device is removed. Visual examination may confirm or determine another connector type associated with this report. The device remains implanted at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."